Event description:
It was reported that in angio, the md followed the procedure but realized the tip of the catheter detached from the sheath. The procedure was immediately stopped and the md was able to remove the catheter from the pt. The md was skilled with the ptd system and followed the IFU. The procedure was not completed, the md instead continued to monitor the pt's results. A delay was reported, however, there was no add'l harm to the pt due to this delay. There was no reported death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.